Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328, lot# 0210231667, implanted: (B)(6) 2016, explanted:(B)(6) 2016, product type: lead.

Event description:
Additional information received reported that the patient was hospitalized from (B)(6) 2016. There was a report that the stimulator and electrode were changed on (B)(6) 2016. The issue resolved on (B)(6) 2016 and the event was assessed as serious by the investigator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that there was a return of incontinence and urgency due to lead fracture following a fall; the fall was due to loss of balance which was an existing condition ¿for a long time.¿ no diagnostics or troubleshooting performed. The device was reprogrammed and the event was ongoing. The patient was alive ¿with injury,¿ clarifying a proposition to change the electrode. It was noted the event was assessed as not serious, not related to procedure and related to the electrode and the stimulation. Medical history included neurologic incontinence since 2010.